Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self test. The first test generated a negative result and the repeat test generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Date of report in b4 should be 22mar2022, instead of 10feb2022 for the initial report. Investigation result: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 179552 with internal positive quality control x3 devices and negative quality control swabs x3 devices. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 179552 and device part number 195-430wl/ lot 178284. The lot met the required release specifications. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.